Event description:
The customer reported being hospitalized due to high blood glucose of 580 mg/dl. The customer called back and stated that she was experiencing unexplained high glucose for one day prior to her admission. The customer stated that after changing the infusion set her glucose level began to escalate and ended in the hospital. The customer declined to troubleshoot, and she was not willing to change the infusion set for testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.